Event description:
Customer reported he was at the lake and the boat was getting away so he jumped in the water and had the insulin pump attached to his body. Customer's blood glucose was 177 mg/dl. Troubleshooting was performed. Customer stated the insulin pump is vibrating without an alarm or alert. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No vibration was noted during testing. The rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.